Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the maximum aneurysm diameter measures 6 cm. It was reported that on an unknown date, a proximal type I endoleak was observed. The graft looks is in perfect position at the level of the renals and down to the hypogastric arteries. The patient had been treated for a type ii endoleak with coils and onyx. The patient seems to have developed a proximal type I endoleak over time. The physician states the cause of the endoleak was most likely was related to disease progression; neck dilatation that may have been due to the sac being pressured by the type ii endoleak. The patient now has a suspected proximal type I endoleak. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).